Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a stent dislodgement occurred. This 12x3.00mm liberté bare stent delivery system (sds) was selected; however, during insertion into the calcified lesion, the stent separated from the balloon and the physician could not insert the stent. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a stent dislodgement occurred. This 12x3.00mm liberté bare stent delivery system (sds) was selected; however, during insertion into the calcified lesion, the stent separated from the balloon and the physician could not insert the stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).